Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the battery cap could not be removed, with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, no moisture/corrosion observed in the battery compartment. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap was unable to fit properly due to stripped threads and power loss occurred; the cap was difficult to remove from the pump. A test battery cap was able to fit to maintain electrical connection. The pump was exercised for 24 hours with the test cap and no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.